Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stopped feeling stimulation- the patient tried all programs but didn't feel stimulation. Impedances were checked and were greater than 10,000 ohms on all electrodes except for electrodes 9 and 11. The representative tried to reprogram the patient using electrodes 9 and 11 but were unable to achieve effective stimulation. The issue was not resolved and surgical intervention was planned but not scheduled. No further complications reported.